Event description:
It was reported that (3) devices were used during a morbid obesity procedure. It was reported by the affiliate that the (1) 355ld and (2) 512xd instruments broke when the surgeon inserted the 5mm instrument. The instruments were replaced to complete the case. There was no consequence to the pt.